Event description:
It was reported that the inflatable penile prosthesis (ipp) is no longer functioning as expected. The patient was scheduled for a revision surgery on (B)(6) 2022. The ipp pump will be removed and replaced.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is no longer functioning as expected. The patient was scheduled for a revision surgery with the intend of replacing the pump. The surgery was performed and the pump was not explanted because capsular tissue was identified around the pump during surgery. The capsular tissue was removed and the pump worked normally. The patient underwent another revision surgery because the pump is not performing as expected; the pump was replaced. There were no reported patient complications.

Manufacturer narrative:
B3: date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak tested and functionally tested. Functional testing revealed that the pump did not pass the deflation and activation tests. Based on the information available and analysis results, the deflation and activation issues could affect the functionality of device and the reported clinical observation of mechanical issues.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is no longer functioning as expected. The patient was scheduled for a revision surgery with the intend of replacing the pump. The surgery was performed and the pump was not explanted because capsular tissue was identified around the pump during surgery. The capsular tissue was removed and the pump worked normally.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is no longer functioning as expected. The patient was scheduled for a revision surgery with the intend of replacing the pump. The surgery was performed and the pump was not explanted because capsular tissue was identified around the pump during surgery. The capsular tissue was removed and the pump worked normally. The patient was scheduled for another revision surgery on (B)(6) 2022; because the pump is not performing as expected.